Event description:
A vaxcel pasv port was implanted for the infusion of chemotherapy medication in 2004. After initial placement, the port tubing was connected for infusion over a time period of 96 hours with 5-fu. Four days later, when the infusion was discontinued and the port was deaccessed, the pt's skin over the port site was found to be red and blistered. The pt was seen by an oncologist 3 days later and was then referred to a plastic surgeon who prescribed a silvadene dressing. The port was removed 8 days later. Per risk manager, a flush was done after device was used and no leaks or fractures were detected. They also stated that the pt will now require plastic surgery as a result of blistering skin over the port site.